Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the procedure was unable to be completed. The 90% concentric de novo lesion was located in a severely tortuous and severely calcified left carotid artery. The 2.0 x 10mm flextome monorail cutting balloon catheter ruptured at 12 atms during the procedure. The physician removed the ruptured balloon catheter and then removed the 300 cm choice pt2 guide wire from the vessel. The physician decided to attempt to treat with a different balloon catheter, however, the choice pt2 guide wire was unable to try to cross the lesion. The procedure was not completed due to the length of time it was taking and the patient's family request. No patient complications were reported and the patient's status is stable.